Manufacturer narrative:
Investigation: the returned unit was functionally tested and the report of leakage was confirmed. Leakage was observed on the cuff, near the bonded area, and approximately 28mm away from the tube end. Observing the leakage point under magnification, we found an approximate 0.29mm hole. A review of the complaints history database highlighted no other complaints of a similar nature for the two possible lots identified. Root cause: it is not possible to assign a definitive root cause, but possible causes are: the scratch on the cuff could have been caused by the customer after opening the package or during the tube inseriton, and/or; the scratch on the cuff could occur during manufacturing, but after the leak test. This report has been logged for trending.